Manufacturer narrative:
Additional information: b5, g3, h6 (ime, fdd, imf) new information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the results between laparoscopic primary repair alone or with highly selective vagotomy in patients with duodenal ulcer perforation between 2010 and 2020. In all patients, the company's suture was used to suture the duodenal ulcer perforation and to suture an omental patch at the duodenal perforated area. No leaks were identified intraoperatively. There were (B)(4) patients in the study and postoperative complications included postoperative leak, fluid collection, wound infection and bleeding, all of which were confirmed to be not device related.

Event description:
According to the literature, a retrospective study compared the results between laparoscopic primary repair alone or with highly selective vagotomy in patients with duodenal ulcer perforation between 2010 and 2020. In all patients, the company's suture was used to suture the duodenal ulcer perforation and to suture an omental patch at the duodenal perforated area. No leaks were identified intraoperatively. There were 184 patients in the study and postoperative complications included postoperative leak, fluid collection, wound infection and bleeding.

Manufacturer narrative:
Concurrent laparoscopic highly selective vagotomy with closure of duodenal ulcer perforations show good clinical results as primary repair alone. Ji-ho park, jin-kwon lee, dong-hwan kim, jae-seok min, tae-han kim, eun-jung jung, taejin park, jae yool jang, jung-woo woo, han shin lee, miyeong park and sang-ho jeong. Journal of international medical research 2023, vol. 51(10). Doi: 10.1177/03000605231206319. Pages 1-11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.